Event description:
The lay user/pt contacted lifescan on 10/31/06 and alleged that her one touch ultra meter was not powering on. The medical affairs specialist (mas) called and spoke with the pt on 11/3/06 after several attempts. The pt was not willing to provide a lot of add'l info and appeared very confused about the meter issue and event. The pt informed the mas that she is a very brittle diabetic and has been advised by her dr to test her blood glucose "every 5 minutes." The power issue or the meter started "a couple of days" before she called lifescan on 10/31/06. She mentioned that this was the only meter she had and since she was not able to test her blood glucose, she was "guessing" the amount of insulin she took. The pt takes 15 units of lantus at night, and during the day, she takes insulin based on a sliding scale (humalog - scale not provided). The following info that the pt provided to the mas was not mentioned in the initial call. On 10/31/06, in the morning around 10:00 am, the pt was on the phone with her neighbor and she suddenly hung up the phone. The neighbor came and found her "eyes rolled backwards" and she was not responsive. The neighbor called the ambulance. The pt first mentioned that her blood glucose level was "too low to read" on the ambulance meter, but then she stated that the result on the paramedic's meter was 39 mg/dl. She was given IV glucose, but not taken to the hosp. She further stated that she was not able to test her blood glucose that morning when she had tried since "the meter was not working and that she had "guessed" the amount of insulin she had taken at 9:00 am. She did not recall how much insulin she took or if and what she ate after taking the insulin. She mentioned that she was not experiencing any symptoms during the call to her neighbor and she denied being "thirsty" as documented during the initial call. At the time of troubleshooting, it was verified that this was not a new product. She was using the correct test strips, but the meter was not turning on when a test strip was inserted all the way into the strip port. It was discovered that the pt had not replaced the battery per the owner's manual (use error). The mas verified with her than there was no trauma to the meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.